Event description:
The peritoneal dialysis (pd) pt reported that the tube that goes towards the pt, the one closer to the pt (softer plastic) was not in all the way and caused a leak. The leak was visually observed. There were no adverse effects and there was no medical intervention required. Sample is available.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.